Event description:
It was reported that during prior to use testing, the endobronchial tube cuff was unable to completely deflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A sample of an endobronchial tube was received for investigation. Visual inspection found that the shape of the unit has been altered and the tracheal cuff was stretched over the tracheal notches. The stylet was removed, and inflation / deflation tests were performed. The cuff was re-inflated and deflated without issues. However, once the stylet was re-inserted, the cuff was again inflated, but it could not be fully deflated with the stylet wire present. When the unit's shape is altered, it will also alter the shape of the cuff. The customer reported malfunction was not verified. However, the most probable root cause was altering the shape by using the stylet wire.

Manufacturer narrative:
(B)(4).